Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The fracture face showed evidence of metal fatigue across the full cross-section of the shaft. This fatigue most likely occurred prior to the reported fusion. Additional signs of wear were visible at the periphery of the screw, which suggests that the screw was rubbing against surrounding hardware before being explanted. The screw head showed signs of use consistent with proper engagement of the rod. No pseudoarthrosis was reported, indicating that k2m products performed their intended function by providing temporary stabilization and facilitating arthrodesis in the spine.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which a broken screw was removed. Revision surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 10.13.2017 it was reported to k2m, inc. That a revision surgery took place in which a broken screw was removed. Revision surgery took place (B)(6) 2017.